Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle precisionglide 30x1/2in needle broke. Product: 990193 needle precisionglide 30x1/2in. Lots: 4240273; 5031745; 5177279; 5050145; 5212944; 5150660 and 5316906. Defect: see table. Sku: lot: defect: 990193, 4240273, locked needle cap: needle detaches from the cone. White liquid at the base of the needle (refers to glue). Bent needle, split needle: when I tried to put the needle in the 1 mg dutide syringe, it broke. Needle capped; 5031745, the needle was plugged and no medication came out. Needle plug gets stuck. The needle broke; 5177279, non-sharp needle-pricking, when the needle was placed, the cap did not come out; 5050145, needle plug gets stuck. 5212944, a needle broke when opening the injection ¿ that is, when trying to remove the cap. When the needle was placed, the cap did not come out. Needle with crack: needle plug stuck and causes the needle to break; 5150660, a needle broke when opening the injection ¿ that is, when trying to remove the cap; 5316906, needle had a plastic that covered half of it.